Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. H3: the catheter was returned, and analysis found discoloration from an unknown source that did not effect infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported nausea and withdrawal symptoms while weaning off it medications in anticipation of catheter replacement surgery. Zofran was refilled on (B)(6) 2021.

Event description:
Additional information was received from the consumer via a company representative who reported that the patient was unable to feel their boluses. There were no external/environmental/patient factors that may have led or contributed to the event. It was noted that on 2021 (B)(6), the patient presented for a scheduled reprogram and an evaluation of pain-related issues such as emotional/psychosocial adjustment, oral medication monitoring/addition/adjustment, and functional ability. It was noted that the patient's pain was rated at a level 8/10 and it was described as stabbing and sharp. Medication (ondansetran 4 mg tablet) was administered on 2021 (B)(6). On 2021 (B)(6) a catheter revision occurred and the healthcare provider (hcp) noted some black build up material in the distal tip of the spinal segment when they removed the segment. The hcp implanted a new spinal segment. The explanted catheter will be returned for analysis. The issue was resolved at the time of the report. The patient was receiving fentanyl (2000 mcg/ml at 287.1 mcg/day), hydromorphone (6.6 mg/ml at 0.9475 mg/day) and bupivacaine (13.9 mg/ml at 1.996 mg/day) via implantable pump at the time of the eve nt. The patient had a medical history of back pain, chemical dependency, chronic anxiety, depression, traumatic brain injury, reflux, asthma, tobacco use, and being a medical cannabis patient. Their spinal fusion was from t5 to l1. Their 20cc pump was implanted in 2017 and was replaced with a 40cc pump on 2019 (B)(6). The catheter tip was at t2. Medications included adderall 10 mg tablet, baclofen 10 mg tablet, cetirizine 10 mg tablet, flonase allergy relief 50 mcg/actuation nasal spray, hydroxyzine hcl 25 mg tablet, lidocaine 5% adhesive patch, montelukast 10 mg tablet, narcan 4 mg/actuation nasal spray, and a stool softener 50 mg capsule. Hydroxyzine hcl 50 mg tablets and tizanidine 4 mg tablets had been administered since the patient was seen on 2021 (B)(6), and oxycodone 10 mg tablets had been administered since 2021 (B)(6). Allergies included acetaminophen, amoxicillin, trihydrate, hydrocodone, bitartrate, morphine, quetiapine, fumarate, tramadol, venlafaxine hcl, and zolpidem tartrate. Diagnosis description was postlaminectomy syndrome. The patient's status was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2017 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown drug via an implantable pump. It was reported the patient noted increased pain to the low back, and not being controlled by the pump on (B)(6) 2021. The device was interrogated and a volume discrepancy was noted during refill. A catheter dye study (cds) was scheduled. On (B)(6) 2021, a cds was performed and failed as they were unable to aspirate. A catheter revision was set for (B)(6) 2021. It was indicated the event was related to the device or therapy. No actions have been taken and the event was ongoing.